Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2023 for an unknown reason. There is no further information at this time.